Event description:
Per the clinic, the device was explanted on (B)(6), 2013 due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4): device not returned yet.

Manufacturer narrative:
This report is filed october 30, 2013.